Event description:
On (B) (6) 2010, the lay user/pt in (B) (6) contacted lifescan alleging that the onetouch ultra2 meter read inaccurately high. The medical surveillance specialist classified this complaint based on customer service representative (csr) documentation. The pt said that she forgot to take her insulin before her meal at 6 pm but took her dose as usual 9 pm. She did not say how much insulin she took. She then took a reading with her meter at 10 pm and reportedly obtained 11.5 mmol/l. She thought this reading was normal and did not take any treatment based on the reading and went to bed. She says that 5 hours after she obtained the reading (around 3:22 am) she awoke with very hot flashes, a feeling of hunger, and was trembling. She said she had to eat several chocolate bars in order to get her blood sugar level back up. She says that she would not have had the symptoms in the middle of the night had the reading been lower. It was determined during the troubleshooting telephone call the unit of measure was set correctly at the time of testing. This complaint is being reported because the user alleged she obtained an inaccurately high reading, did not take any treatment due to the reading, and suffered symptoms indicative or hypoglycemia requiring treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.